Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces: the connector portion measuring at 7.2cm and the distal portion measuring at 52.1cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with arrhythmia. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture, even at high outputs. Fluoroscopy indicated that the lead was in place. The lead was explanted and replaced. The patient was in stable condition.